Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record to be created. Please disregard any reports associated with file mrn 3012307300-2025-02040. Please reference file mrn 3012307300-2025-03976 for all details pertinent to this event.

Event description:
It was reported that there was an issue with the wireless module. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.